Event description:
The device was used during a wedge resection procedure. The staple line was incomplete. The surgeon manually sutured over the staple line to complete the procedure. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
7/30/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.